Manufacturer narrative:
The device was not returned to physio-control for evaluation. The reported issue could not be verified and root cause could not be determined. Device not returned for evaluation.

Event description:
The customer contacted physio-control to report that their device was not always turning on when the cover was opened. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.